Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting sooner than expected as it exhibited a battery alert. The analysis was not performed, and it was confirmed that the device will remain in service till it reaches end of life (eol). No adverse patient effects were reported.